Event description:
During scheduled procedure, surgical tech nor pa(physician's assistant) could remove the top assembly to be able to attach the laparoscopic adapter to the vistaseal applicator. No patient harm. FDA safety report ID# (B)(4).